Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Tracking and trending review did not identify any trend for the issue for this product. Device history record review on lot 18517ui01 did not identify any issues associated with the complaint lot. Historical performance of reagent lot 18517ui01 was evaluated using worldwide field data. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Additionally, labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 18517ui01 was identified.corrected data found in section d4 lot number was changed from 18517ui00 to 18517ui01.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false elevated architect stat high sensitive troponin-I results on one patient. On (B)(6) 2020, sid (B)(4) generated an initial result of 0.102 ng/ml, repeated on (B)(6) 2020 and the result was 0.00 ng/ml (reference range 0.0 to 0.034ng/ml). No impact to patient management was reported.

Manufacturer narrative:
This follow-up is being submitted to correct data in field d4 catalog no (from 03p25-26 to 03p25-74) and d4 lot no (from 18517ui00 to 18517ui01).

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Corrected data found in section d4 catalog no. Updated from 03p25-26 to 03p25-74.